Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The root cause could not be determined due to the fact that the problem reported by the customer could not be duplicated. The problem with the failed pressure test was likely due to biological debris. Biological debris was found on the ruby ball, the set of the ruby ball, and on the cam mechanism. The debris on the ruby ball can stop the ruby ball sitting correctly on the seat of the ruby ball causing an over drainage. Review of the history device records confirmed the valve conformed to the specifications when released to stock.

Event description:
Affiliate reported that in 2009, the device was implanted and in 2009, it was found that the ventricles of the patient's brain was too large and fluid did not flow through the device. The same month, the device was replaced.